Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information received: spoke with director of risk management regarding this event to get additional information and request permission to analyze the device. She indicated the surgeons who were performing an open hysterectomy and she was advised that during use inside the patient, the skin was burned right near the incision. She was further advised the device was being held at an angle at the time of the burn. She obtained her information from the scrub tech in the case. The patient is currently fine and she believes the burn was treated with silvadene topical ointment.

Manufacturer narrative:
(B)(4). Additional information requested but unavailable: what was the date of the procedure? (B)(6)? Will know more when I speak to risk assessment dept at the hospital. What devices were used in the procedure? The or manager said it was an enseal x1 where was the burn at on the body? Not sure at this time......skin along incision is what I was told by the or manager (abdominal hysterectomy). What was the degree of the burn? Not sure.....waiting for more data. Or manager said "red and blistered." How was the burn treated? Do not know at this time. What is the patients current condition? Do not know at this time.

Event description:
It was reported that during an abdominal hysterectomy procedure, this date is an estimate, I was given a vague description of the incident, with several products referenced as being used by two different surgeons. The surgeon was doing an abdominal hysterectomy and after activating the x1 on vessels she placed it on the patient's exposed skin and the patient received a skin burn. I do not know the extent of the burn, where the instrument was placed on the body, etc. The surgeon stated the nurse told her the enseal generator wasn't working correctly so she should try a thunderbeat product to finish the case. The surgeon finished the case with it but complained that the product was too hot. Skin burn because of surgeon placing the instrument on it after activation in a case.